Event description:
The customer reported one false negative antibody screening test with biotestcell 3. According to the customer the test missed an anti-d.the customer has neither returned the supposedly defective product nor the patient sample that had caused a false (B)(6) test result. Therefore our quality control laboratory tested the retained sample of biotestcell 3 with different (B)(4) controls, amongst others an anti-d reference reagent with 0.05 iu / ml. This reference reagent correctly reacted (B)(6) with cell #1 and #2 of biotestcell 3. All (B)(6) reactions were correct. We did not observe any false (B)(6) reactions. It is state of the art that sensitive methods like solidscreen on tango are able to detect an anti-d with an concentration of 0.05 iu /ml. And the anti-d reference reagent was correctly detected. Testing by our quality control laboratory confirmed the allegedly defective lot of biotestcell 3 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. There is no indication for a malfunction of the affected tango optimo.

Manufacturer narrative:
This is our initial report on this incident.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported one false negative antibody screening test with biotestcell 3. According to the customer the test missed an anti-d. The customer has neither returned the supposedly defective product nor the patient sample that had caused a false negative test result. Therefore, our quality control laboratory tested the retained sample of biotestcell 3 with different positive and negative controls, amongst others an anti-d reference reagent with 0.05 iu / ml. This reference reagent correctly reacted positively with cell #1 and #2 of biotestcell 3. All positive and negative reactions were correct. We did not observe any false negative reactions. It is state of the art that sensitive methods like solidscreen on tango are able to detect an anti-d with an concentration of 0.05 iu /ml. And the anti-d reference reagent was correctly detected. Testing by our quality control laboratory confirmed the allegedly defective lot of biotestcell 3 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. We are still waiting for the field service report on the affected tango optimo and will send in our final report on this incident once we receive it.